Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger was scrapped due to the recharge antenna having frayed insulation or cracks in the cable and the recharge antenna failure receiving a no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that when the patient received the replacement controller and recharger telemetry module (rtm) in february, it was left outside in -30 degree weather which left the equipment to be frosted. Upon opening the package, the equipment did not work at all for the patient was only able to get the ins to 30% charged. They were able to fully charge 1 time since receiving the new equipment, otherwise they can only charge up to 70%. It took 2 days to charge to 70% and they do not move when charging, and the patient reported their implant drains quicker than it used to. They saw system problem rm03 and software problem 1.intellis 2.3.6 3.58 4.qf_new. When they attempted to charge the ins the day of call the rtm got very hot and started to smell terrible, a clicking noise was heard from the rtm as well. A replacement rtm was sent out. No symptoms were reported.